Manufacturer narrative:
Device not returned; did not malfunction.

Event description:
Consumer fit a snore guard device incorrectly which resulted in a poor fit with jaw pain and difficulty with his jaw "locking".